Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'occlusion errors unsure if upstream or downstream' which was not reproduced during evaluation. A review of the event history log identified 'downstream occlusion' messages. The cause was determined to be an out of specification force sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.